Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is reporting via phone call that he is not receiving any insulin. His blood glucose is over 600 mg/dl and he tried to give a bolus but nothing happens. He was educated on how to give a correction with a syringe. Troubleshooting for high blood glucose was not completed. The insulin pump will not be returning for analysis.